Manufacturer narrative:
(B)(4). (B)(6). The battery oscillator device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the battery oscillator device coupling tool side was not functioning and was defective. It was noted that the handpiece had a skewed saw head, damaged saw head housing, worn bearings and trigger. It was also noted that the device failed pre-repair diagnostic tests for the saw head assessment, trigger test, and the off/on/on mode. It was noted ion the service order that the device was ¿broken¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.